Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated, the reported device damaged by another device- caused damage appears to be due to procedural conditions. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The implanted mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip (91114u224) interacted with the implanted clip. It was reported that this was a mitraclip procedure performed to treat grade 4 functional mitral regurgitation (mr). The first clip (00226u219) was implanted medial in a2/p2 without issue. To further reduce mr, a second clip (91114u224), was advanced to the mitral valve. While placing the second clip, it interacted with the first implanted clip; causing the clip to detach from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was implanted, stabilizing the first clip and mr was reduced to 3. The patient was stable and was discharged. No additional information was provided.